Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shock and 2 anti-tachycardia pacing (atp). After interrogation, physician was not able to identify the therapies in the report. Data was required to be review by boston scientific technical. The patient was hospitalized. Physician decided to performed an x-ray which showed that the non boston scientific (bsc) right ventricular (rv) lead was dislodged and positioned in the atrium. The non bsc lead exhibited low sensing and no capture. Reasonable evidence suggest the inappropriate shock was due to the lead being dislodgment. A lead replacement was performed. At this time, remains in service. No additional adverse patient effects were reported.